Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) alleging that the pump's audio tones were not working. The reporter did not allege any harm or injury because of the reported issue. The alleged audio tone issue was not resolved with troubleshooting. The anm representative involved in this contact walked the patient through changing the pump's setting to vibrate. After doing so, the patient attempted to give an air bolus. The pump did not vibrate or give an audio tone. Based on the information provided, this complaint is being reported due to the following conclusion: the pump had an audio and vibration issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no activity outside normal use. On testing, there was no auditory or vibratory function when the pump was powered on to the verify screen. Review of the pump settings confirmed the auditory alarm setting was set to "high". There were no auditory sounds during testing. The pump cover was removed and a visual inspection showed lack of connection between an internal component and the component's pins which caused the loss of the audible alarm function. Additionally, a visual inspection of the vibratory motor pins showed they were not making connections with the vibratory motor, which accounted for the lack of vibratory function.